Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown circumstances. The lead was not affected by any advisory. The revision procedure was successfully performed and another lead was implanted instead. No additional adverse patient effects were reported outside the replacement procedure.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.